Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, the instrument was difficult to open. The surgeon resected the tissue at the application site and completed the procedure. The hosp has reported the pt's condition is satisfactory.